Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of screw head at the area l2 ¿ l4 postoperatively. Revision surgery with implant removal and respondylodese l2/l4 (viper cement augmented). Surgeon: (B)(6). Patient (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the mis ti cfx fen poly 8x50 revealed that the screw head was disassembled from the shank, with broken saddle intact in the screw head and the shank is not returned for evaluation. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, forcing the shank through the bottom of the tulip head as a result. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be force inadvertently placed on the drive feature of the screw during removal, potentially at a significant angle, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.